Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient went to pain management doctor today and rep was there. He said he had an unrelated stroke in (B)(6), and it slipped his mind to recharge. The rep told the patient his battery was completely dead. They were able to get his ins battery charged to 1/4 to 1/2 full. Then the patient continued charging on his drive home and he got the ins charged to 1/2 to 3/4 full. But pt said it kept shutting off while trying to recharge. They said it use to take him two and a half to three hours to charge, and now it is taking three to four hours. They had poor communication. They charged for 15 seconds and then it would shut off. He pressed the green button, his screen would go blank. The patient had to do hard reset in order to charge again. The patient then got the eight bars, and it shuts off. The patient pressed green button, and the second time screen goes blank he had to do hard reset. The patient said the screen says the manufacturer logo. They showed 'reposition antenna over ins'. They turned the antenna dial through all 4 positions. The patient was able to get all eight bars. They had got the poor communication when trouble shooting. The patient said that was the screen he would get and thought his device was done charging that the battery was full. I explained that means it was having trouble connecting and it was not charging with that icon. Their issue resolved with troubleshooting and they got 6-8 bars. They reviewed importance of antenna placement. They left an email with repair for a new recharger. They also stated that the patient said he had so many pains he did not think his device was doing the job. They said they worked when he got them. This started about 10 months ago. They stated that they met with the rep today to get the stimulator charging as it was dead. They walked the caller through how to use the pp. The patient couldn't increase stimulation and it was because his stimulation was off. They helped the patient turn on stimulation and he was able to increase stim and issue was resolved. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Event date for the issue was "probably 10 months ago, 2019". If information is provided in the future, a supplemental report will be issued.